Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range left ventricular (lv) lead impedance measurements at implant. The lv lead was tested on the pacing system analyzer (psa) with normal impedances. The lv lead was reseated in the header several times without resolution. Despite the high impedance measurements, the lv lead had good sensing and capture. The pocket was closed and the following day the impedances decreased. Boston scientific technical services (ts) suspected a lead-to-tissue interface issue. Ts did not recommend intervention. No adverse patient effects were reported. The device and lead remain in service.